Manufacturer narrative:
UDI: (B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient had experienced a fluid leak from the patient's cycler during the previous night's treatment. The patient's daughter reported that when she opened the cycler door the cassette was leaking and the cycler was wet. The treatment has been discontinued during the second cycle. The set was retained. Additional information was received for this reported event from the patient's pd nurse, who confirmed that the patient had been treated with prophylactic antibiotics. The patient was treated with 1 gram of ancef via the intraperitoneal route. The patient has not experienced an adverse event.

Manufacturer narrative:
The complaint sample was not available, and the lot number of product involved in this event was not reported. However, a sales and shipping search for the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots in distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that the patient had experienced a fluid leak from the patient's cycler during the previous night's treatment. The patient's daughter reported that when she opened the cycler door the cassette was leaking and the cycler was wet. The treatment has been discontinued during the second cycle. The set was retained. Additional information was received for this reported event from the patient's pd nurse, who confirmed that the patient had been treated with prophylactic antibiotics. The patient was treated with 1 gram of ancef via the intraperitoneal route. The patient has not experienced an adverse event.